Manufacturer narrative:
(B)(4). The sample was received for evaluation. Visual inspection, leak testing, clear passage testing and clamp function testing were performed with no issues noted. The reported condition was not confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The cause of the reported condition was not identified. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that the a uv-flash solution transfer set leaked near the titanium adapter junction. There was no patient injury or medical intervention associated with this event. No additional information is available.